Manufacturer narrative:
The t:flex pump user guide indicates that only humalog and novolog have been tested by tandem diabetes and found to be compatible for use in the t:flex system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 400 mg/dl and insulin injections were used to address the bg level. A pump system check was performed and the occlusion appeared to be within the infusion set tubing. The customer was to change the infusion set tubing. Reportedly, the customer had been using apidra insulin in the cartridge.